Event description:
It was reported that the caller believed the implant was removed due to an infection. The caller inquired as how long after explant could the patient resume normal activities. Additional information received reported that the initial reporter worked in the disability field for a company that provided pain management. The caller had no idea about the patient whom they called. The reason for the call was just to inquire as to the length of recovery after an implant was removed. It was noted that this was a ¿while ago.¿ the caller did not keep track of the reviews once they had been done. It was noted that once the caller completed the review, they sent it back over to the actual disability manager. The caller just completed the clinical review. The caller had no idea cultures that were done or any of those type of things. The caller did not have any other information.

Manufacturer narrative:
(B)(4).